Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported pump "not functioning properly" and refused further troubleshooting from tandem technical support. There was no reported adverse impact to the customer's blood glucose level.